Event description:
New information reported stated that on (B)(6) 2016 the lead was explanted and replaced with an epicardial lead. The patient was in stable condition post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been experiencing diaphragmatic stimulation since the left ventricular lead was implanted. The lead exhibited loss of capture. The device was reprogrammed with a lower safety margin and the patient noted that he still experiencing some stimulation but not when stood up. No surgical intervention was performed. The lead remained implanted.